Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After the clip was implanted, the patient went into cardiac arrest and had to be reanimated. This was successful and a second mitraclip was successfully implanted. The final mr was grade 1-2. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the cardiac arrest cannot be determined. Cardiac arrest is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. After the clip was implanted, the patient went into cardiac arrest and had to be reanimated. This was successful and a second mitraclip was successfully implanted. The final mr was grade 1-2. There was no clinically significant delay reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.